Event description:
The suture was used during a pectus repair. Reportedly, the needle broke. The surgeon was unable to locate the piece. Chest x-ray anterior-posterior was negative for foreign body. The hospital has reported no pt injury occurred.